Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) post procedure was confirmed with empirical evidence via information received by edwards. The reported event does not allege or indicate that a device deficiency had occurred. Per the reported event, halt was confirmed on the septal and posterior leaflets. The patient was prescribed rivaroxaban 20mg at discharge, but the medication was later changed to marcumar. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, patient was hospitalized and on post-operative day (pod) 22, halt (hypo-attenuated leaflet thickening) was confirmed through imaging. Medication was changed, but the patient does not show improvement. Site is currently in discussions regarding additional treatment. Edwards received notification of an evoque valve in tricuspid position where it was reported upon discharge, patient was prescribed rivaroxaban 20 mg. Within the first month post procedure (date unknown), patient was asymptomatic and admitted to the hospital for urgent suspicion of halt (hypo-attenuated leaflet thickening) in the tricuspid valve. On post-operative day (pod) 22, halt was confirmed through imaging, particularly involving the septal and posterior leaflets. The anterior leaflet appears unremarkable. No statement can be made regarding ham (hypo-attenuated motion) due to arrhythmia. On pod 23, medication was changed to marcumar with schedule for medication doses and inr (international normalized ratio) monitoring. Inr goal: 2.5 - 3.5. Inr levels provided were currently below the target range. Follow-up completed on pod 41 showed no improvement, even after switching from direct oral anticoagulant (doac) to sufficient marcumar therapy. Site is discussing slow/low-dose lysis therapy for treatment; however, no final decision has been made.